Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17758907l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 rmt system, us catalog #: fg560000, serial #: (B)(4). Webster coronary sinus catheter, catalog #: bd710df282rts, lot #: 30019108m. Pentaray navigational eco catheter , us catalog #: d128208, lot #: d-1282-08/17772926l. Soundstar eco catheter, us catalog #: 10439011, lot #: e8095192. Non biosense webster, inc. - st. Jude medical sl0 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. Baseline intracardiac echocardiography (ice) revealed a small pericardial effusion. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via ice. Pericardiocentesis yielded 1880 ml. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU). Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient is recovering in the ICU. Patient factors cited that may have contributed to the adverse event include a small baseline effusion. Physician¿s opinion regarding the cause of the adverse even is that it was related to procedure and patient condition. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle and a st. Jude medical sl0 8.5 french sheath. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min during ablation of the posterior wall at 25 watts and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter and the pentaray catheter were both in the left atrium. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. Baseline intracardiac echocardiography (ice) revealed a small pericardial effusion. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via ice. Pericardiocentesis yielded 1880 ml. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU). Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient is recovering in the ICU. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).